Manufacturer narrative:
Both the returned edm device and edm catheter were patent and met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was going to use the external drainage for an intracranial infection; however, it was found that the catheter was leaking during the pre-operative test.